Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "Biomed called requesting fsd [field service] noting the unit was reported by the end-user on set-up with visual alarm displays on the screen but the unit would not trigger an audible alarm as expected. The end-user did not use the unit and referred it to biomed. [Name removed] has been unable to duplicate the issue."

Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service rep. The carefusion field service representative evaluated the device and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. While examining the unit's internal connections, the field service representative noticed that one of the connectors to the secondary alarm moved slightly, however, was not able to determine if this could have caused the alleged event. The carefusion field service representative reseated all internal connections and ran the unit through a complete checkout to ensure it meets all factory specs. Upon completion, the unit was returned to the customer to be placed back into service. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus carefusion considers this to be an isolated incident.